Event description:
It was reported a spectrum pump had system error 322 in medical oncology. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.